Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported a blank display. The blood glucose reading was 96 mg/dl. The insulin pump was not exposed to moisture. The patient stated that the unit alarmed after a battery change. Reprogramming and possible causes for the alarm were explained toe the customer. No further information was provided.